Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a delamination of the valve and a broken plug strap leak test and microscopic analysis was performed which identified a partial delamination of the valve, a striated broken on plug strap, a flat creases and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A striated broken on plug strap due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.